Manufacturer narrative:
(B)(4). Foreign: germany. Revitan distal stem: ref: 01.00406.120, lot: 2786478. Revitan proximal stem: ref: 01.00402.055, lot: 2777752. Ceramic head: 32m/0, 12/14, 15 0s 0225 6474 - zimmer reference and lot unknown, register as associated product. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported, that: the patient underwent a revision due to an implant fracture. Product returned. Investigation in progress. Investigation of this incident is currently ongoing.

Event description:
Upon reassessment of the reported event, it was determined a medwatch report should not have been filed because the proximal part was not contributing to the event given this information, this medwatch will be voided.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined a medwatch report should not have been filed because the proximal part was not contributing to the eventgiven this information, this medwatch will be voided.